Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to 3.5 cuff was too small, patient was unable to empty bladder fully. Dr. Placed with a 4.0 cuff.